Event description:
It was reported the proximal catheter connector was unsatisfactory during the pump replacement on (B)(6) 2013. It was stated it looked as if it was on the verge of ¿becoming useless secondary to wear and tear.¿ it was noted potential erosion could have caused a breach of the drug. It was stated they elected to replace it with a suture with a connector. It was noted a sutureless extension was placed over the catheter which was connected back to the pump. It was stated the patient was placed on prophylactic antibiotics, and a bridge bolus was performed. It was stated the patient had low back pain and lumbar radiculopathy. It was stated the patient was placed on prophylactic antibiotics, a bridge bolus was performed, and the patient would continue at their current dosage. The pump was used to deliver bupivacaine, dilaudid and baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).